Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly or basal anomaly.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that she had set a temporary basal for 4 hours, and she was unable to cancel it. She stated that she was able to go through the basal menu and pressed the down arrow button to highlight the option to cancel the temporary basal prompt. However, she stated that when she pressed act, the insulin pump would not allow her to proceed. She requested replacement of the insulin pump. The customer's blood glucose was 205 mg/dl. She advised that she did not have a back-up plan. She stated that she would continue use of the device. She was advised to closely monitor and if her blood glucose continued to elevate to discontinue use of the insulin pump and contact her doctor for a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.